Event description:
The initial reporter stated they received discrepant results for three patient samples tested with crep2 (creatinine) on a cobas 8000 c 702 module. The customer found results held in their laboratory middleware system for validation. The quality of the samples was checked and there were no air bubbles visible. The samples were repeated on a second analyzer. The first sample initially resulted in a creatinine value of 4 umol/l. The sample was repeated twice, resulting in values of 493 umol/l and 499 umol/l. The second sample initially resulted in a creatinine value of 3 umol/l and it repeated as 477 umol/l. The third sample initially resulted in a creatinine value of 51 umol/l. The sample was repeated twice, resulting in values of 80 umol/l and 79 umol/l. A corrected report was issued for this sample.

Manufacturer narrative:
The creatinine reagent lot number was 729540. The reagent expiration date was requested, but not provided. The field service engineer checked and adjusted the sample probe alignment. Wash volume was insufficient and it was adjusted. A hole was found in rinse station vacuum tubing. The tubing was repaired. Tubing routing was revised. A worn nozzle, nozzle holder, and spring were replaced. A mechanism check was performed and the cuvette liquid volume was checked. A reagent issue can be excluded. The investigation determined the service actions resolved the issue.